Event description:
Patient reported erratic blood glucose levels. Patient indicated that the device's adapter, piston rod, cartridge, tubing, and site were all new. Patient indicated that she was given glucagon on two separate occasions as a result of her blood glucose being as low as 30 mg/dl. Patient stated she saw physician and basal rates were increased by 0.1 units per hour as a result of starting her menstral cycle.